Event description:
It was reported that during use with 3 bd alaris¿ texium¿ smartsite¿ low sorbing extension set there was a flow issue through the filter. The following information was provided by the initial reporter: product did not flow through the filter.

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval: yes. D10: returned to manufacturer on: 20jul2023. H6: investigation summary: five 20350e-0006 samples were received without packaging for investigation; however, the customer indicated the complaint sample was from lot 21069846. Residual fluid was detected in all samples. The feedback provided by the customer suggests a complete occlusion was detected at the filter. Functional testing was performed by connecting all the returned samples to a 50ml bd plastipak syringe from stock and attempting to prime with fluid; in each instance, the customer's experience was confirmed as no fluid was able pass beyond the filter. A closer inspection identified the presence of an excess of solvent at the filter tubing joint of each product. The details of this feedback were forwarded to the manufacturing site for investigation. Previous investigations have confirmed that the root cause for the occlusion was due to the application of an excess amount of solvent at the affected joint, this is a manually performed assembly step and therefore is likely to have occurred due to human error. A review of the production records for lot 21069846 did not identify any in-process testing failures or quality deviations which may have resulted in a report of this nature. The quality team at the manufacturing site has been informed of this report in order to be aware of the reported feedback during future production of this product. A review of the customer feedback database indicates that this is a rare occurrence with a small number of similar reports against the 20350e-0006 set in the past 12 months.

Manufacturer narrative:
H.3. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that during use with 3 bd alaris¿ texium¿ smartsite¿ low sorbing extension set there was a flow issue through the filter. The following information was provided by the initial reporter: product did not flow through the filter.